Event description:
The customer reported that the device could not be re-opened while in use during a hysterectomy. The site contact was not able to provide additional information regarding the incident and device. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.